Event description:
Information received indicates, the head section articulation function is not working.

Manufacturer narrative:
The technician found the hydraulic pump was not functioning due to a lack of hydraulic fluid. The technician replaced the hydraulic pump to repair the bed.